Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic due to dizziness. Investigation found episodes of oversensing resulting in inhibition on the right ventricular (rv) lead. During the revision procedure, the physician found it difficult to remove the rv lead from the device header. The device was explanted with the partial rv lead attached and replaced. The rv lead was capped and replaced. The patient was stable. Related manufacturer report number: 2017865-2021-12104.